Event description:
It was reported that the device was part of a field action and was explanted and returned for evaluation. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.